Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation and hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a skin irritation had occurred while wearing the pod between 4 and 24 hours on the infusion site (arm). Patient went to the endocrinologist office because patient¿s blood glucose (bg) levels reached 450 mg/dl. The patient was treated with novolog insulin by intravenous to get the bg levels back to normal. Patient was having an issue with the pod causing irritation to the skin. The patient was able to a new pod without any irritation.